Manufacturer narrative:
Only unused product has been received from the customer. Involved product that broke during use is not available and cannot be analyzed. Nothing unusual to report was found during DHR review. Unused product has been evaluated according to iso norms and meets expectations. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
Per condition #1 of (B)(4), events meeting the definition of a serious injury are required to be reported. Therefore, because medical intervention was necessary to preclude permanent damage in this event, it does meet the criteria for reportability per 21 cfr part 803. This report is for the second dog. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that five carbide burs separated in five different dogs and the tooth was extracted in each of the five events.

Event description:
In this event it was reported that five carbide burs separated in five different dogs and the tooth was extracted in each of the five events.

Manufacturer narrative:
Per condition #1 of exemption e2006004, events meeting the definition of a serious injury are required to be reported. Therefore, because medical intervention was necessary to preclude permanent damage in this event, it does meet the criteria for reportability per 21 cfr part 803. This report is for the second dog. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.